Manufacturer narrative:
Date of event: unknown, information not provided. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided. If explanted; give dates: unknown, not provided. Device manufacture dates: unknown, as serial numbers were not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Nakakura, s., noguchi, a., noguchi, s., hirose, y., niimi,k., tabuchi, h., & kiuchi, y. (2018). Glaucoma implant tube lumen obstruction visualized using anterior segment optical coherence tomography. Journal of glaucoma, 27(3), p. 64-67. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Article: glaucoma implant tube lumen obstruction visualized using anterior segment optical coherence tomography. A case report of one eye (right) was done to describe how an obstructed glaucoma implant tube was visualized with anterior segment optical coherence tomography (asoct) and present its surgical management. It was reported that the patient¿s intraocular pressure (iop) was >30mmhg post baerveldt implantation (bg101-305) secondary to an obstruction in the tube lumen which was revealed by asoct. The obstructed material appeared to have mixed components with pigment and vitreous and was present near the tube-plate junction. A surgical procedure was performed to remove of the material by reopening the conjunctiva and the autoscleral rotational flap graft then the obstructed material was crushed, using a needle holder, and extruded from the tube tip through a gradual shift to the tube tip using troutman forceps and the needle holder. Thru follow-up the physician/author, explained that the event was due to the patient material and not the implant.